Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tamponade, perforation, chest pain, low blood pressure and was "not feeling right". The right ventricular (rv) lead was repositioned. No further patient complications have been reported as a result of this event.